Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was learned through a related event that the device was explanted after an implant duration of approximately 22 months. In 2009(through follow-up with the health-care provider), it was learned from the operative report that the device was explanted, due to mitral regurgitation.

Event description:
Customer tested 500 mg/dl on the advantage system and administered humulin r after obtaining this result. Customer re-tested within 10 minutes and result was 122 mg/dl. Customer self treated with hard candy as a precaution after taking insulin. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining the results of 165 mg/dl and 91 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.